Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer states that the screen of their insulin pump goes black after changing the battery. The customer's blood glucose level was not recorded. The customer was advised to turn off his tempo basal before changing battery then restart the temporary basal when done with battery change. The customer was then advised to monitor the pump for any further issues. No further assistance needed.